Manufacturer narrative:
Per medtronic site account mgr, site will not provide pt info for this report. A medtronic rep tested the system and it appeared fine; noted one error message, however, was unable to replicate the issue. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a 3-4mm inaccuracy after a fluoro based registration while in a spine surgery. The surgeon decided to proceed without the use of computer assisted surgery. There was no impact on pt outcome.